Event description:
Patient urine pregnancy test # (B)(4). Result was equivocal or undeterminable using jant product # pf864. Lot # 040948, expiration date 08/2015. Result of quantitative hcg was 87,731 miu/ml.